Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: post procedure. It was reported that post right internal carotid stenting procedure, the pt complained of blurred vision and developed confusion and diplopia. The MRI revealed a small lacunar infarct in the basal ganglia on the left, remote. The patient's condition improved and she was transferred five days later to rehabilitation for occupational and physical therapy. No additional info was provided.

Manufacturer narrative:
Study event. The device remains in the pt. The lot number was provided. Review of the device history record did not produce any finding relevant to this report. Stroke is a known possible adverse event associated with the use of carotid stents as stated in the device instructions for use. No device malfunction was reported.